Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr. 1: all information has been updated. The initial report contained wrong case information and the whole report was corrected.

Event description:
The following was reported to hamilton medical ag: technical event: 231008 (o2 valve leak). Failure occurs during the general check. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: self-test failed after ventilator startup, alarm code: 233004 (autozero error qaw/paw) defective pressure sensor board, replaced and the unit was repaired and handed over to the user. No patient involvement.